Event description:
It was reported that the customer's insulin pump was giving some problems and kept going on the rewind mode. The blood glucose reading was 185mg/dl. The customer also mentioned that insulin squirted out during the manual prime process and the device alarmed as well it was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to faulty force sensor. Drive support disk was inspected and no anomaly was noted. The insulin pump had scratched lcd window and cracked reservoir tube lip.